Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The advanced breathing system was unassembled and reassembled, and the unit was returned to service.

Event description:
The hospital reported that the unit leaked in mechanical ventilation mode; the unit was replaced during the case. There was no report of patient injury.